Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, minimal to moderate host tissue overgrowth encroached onto the tissue and into the orifice on two (2) leaflets at the inflow and outflow aspects. Host tissue on the stent circumference was minimal at the outflow aspect. The x-ray demonstrated heavy calcification on all three (3) leaflets, a bent commissure, and an intact wireform. The sewing ring was cut all around the valve circumference and exposed the wireform at the inflow aspect. Sutures were attached to two (2) commissures. Returned with the valve were fragments of sewing ring and cloth; the sewing ring matched up to the valve. (B)(4). The clinical report of calcification and stenosis was confirmed as calcification and host tissue restricted leaflet mobility and led to stenosis. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth that typically occurs between 12 months to 5 years. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve but abnormal or severe pannus growth can eventually affect the function of the valve. Additionally, many factors can contribute to calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on calcification and pannus in bioprosthetic heart valves, the causes are these mechanisms are still not fully understood and the root cause for the host tissue growth and calcification cannot be determined at this time. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information that this 21mm bioprosthetic aortic heart valve was explanted after four (4) years, eight (8) months due to severe aortic stenosis. Per obtained information, tee revealed severe aortic stenosis as well as significant aortic insufficiency of the prosthetic valve. Upon visualization, the prosthetic valve leaflets were heavily calcified. This was excised and replaced with a 21mm valve.

Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration. In this case, the explanted device was not returned to edwards for analysis. Without return of the device, edwards is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this 21mm bioprosthetic aortic heart valve was explanted after four (4) years, eight (8) months due to aortic stenosis. No additional details provided.